Event description:
It was reported that while setting up the da vinci si system for a prostatectomy procedure, the left eye in the surgeon side console was providing a yellow image. The patient had been administered anesthesia when the surgeon decided to abort the planned surgical procedure and reschedule for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that the image issue experienced by the customer was associated with the system camera controller and cable. The camera controller produces three dimensional images to the da vinci vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon side console. The system was repaired by replacing the affected camera controller and camera cable. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.